Event description:
Report received from abbott international affiliate (abbott ireland) of an electrical shock. The report states: "q2 computer was placed on a metallic table. An ICU nurse had deconnected the q2 computer and was going to put it aside. By rolling up the cable that was now out of the wall-current, they touched the pin of the plug. They rec'd a severe electric shock (no static electricity). They reported that 3 weeks before they experienced some static electricity on the back of the same q2." It was reported that there was no injury to the nurse or loss of consciousness, and that no intervention was needed due to the event. No further info was available.